Event description:
Info received from our intn'l affiliate. While attending conference of foreign association for ocular infection the following info was presented: title: 5 cases of acanthamoeba spp keratitis encountered at the facility. This pt wore contact lenses manufactured by vistakon. In 2006, the pt in question went to a clinic for a foreign body sensation, and was diagnosed with suspected epidemic keratoconjunctivitis and treated for same. Treatment info not provided. About 5 days later, the pt was seen at a medical center and was diagnosed with acanthamoeba keratitis. The pt's va at that time was 0.6 (20/35). The pt's cornea was scraped and the following medications were prescribed: fluconazole 0.02%. Antibacterial agent, atropine, pimaricin ointment and po itraconazole. Following 2 months of continuous treatment, at about 2 months later, the pt recovered with a va of 1.2 (20/20+). The reporting ophthalmologist reported the pt had a problem with lens care. Specific info not provided. No add'l info was provided. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
No conclusions can be drawn.